Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was not able to secure the c-taper adjustment sleeve (B)(4) to the hfx stem during a hemiarthoplasty procedure. He tried to impact the unitrax head and sleeve assembly onto the stem three times. He was able to pull the head assembly off the stem. The neck trunnion and ID of the sleeve were clean without debris. He then used a c-taper 28mm bipolar construct that successfully locked to the stem."